Event description:
User receiving low sodium results for five patient samples. Sample 1 initial result 129 mmol/l, repeat 140 mmol/l. Sample 2 initial result 130 mmol/l, repeat 141 mmol/l. Sample 3 initial result 130 mmol/l, repeat 141 mmol/l. Sample 4 initial result 125 mmol/l, repeat 140 mmol/l. Sample 5 initial result 129 mmol/l, repeat 139 mmol/l. Erroneous results were not reported. The field service representative determined the cause to be a problem with the ise mixing tower, pinch valves and fluid flow. He replaced the ise mixing tower, pinch valves and checked the fluid flow path. On follow up visit, he determined the lithium electrode was leaking and replaced the electrode. Performance tests were performed.